Event description:
The patient experienced a loss of therapeutic effect. She was going to the bathroom more often. Impedance ran at 1.0v and 210 pulse width for pair "1, 3" was greater than 4,000 ohms. The impedance was re-run at 1.5v and 300 pulse width, and the impedance was within normal range. The device was programmed around any issue. The programming was changed from 0+, 2- to 1+, 2-, and the amplitude decreased from 1.9v to 1.7v. The patient was "doing fine".

Manufacturer narrative:
(B) (4).